Event description:
The user facility reported that at the end of a bypass procedure, a blood leak was observed coming from the tubing connection between the heat exchanger and the oxygenator. Because the leak occurred near the end of the procedure, no other action was determined to be necessary and the unit was not changed out. The user facility reported that there were no patient complications as a result of this incident. The blood loss was estimated to be between 300-400-cc.

Manufacturer narrative:
The involved unit was returned, decontaminated, visually examined and leak tested. This evaluation confirmed the reported leakage at the tubing connection between the heat exchanger and the oxygenator. There were no indications of any production related problems in the device history records. A review of the complaint files confirmed that this lot has not been reported previously. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any signs of leakage prior to use. All available information has been placed on file for use in quality assurance tracking, trending and follow up.